Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had a loss of therapeutic effect following the patient's health care provider (hcp) using electrocautery to remove a mole that was over the implantable neurostimulator (ins). The patient's symptoms began returning the day prior to report. The patient was seeking an hcp that could check the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead; product ID: 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).